Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 5 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of the same reference-batch. (B)(4) units were manufactured and distributed of this code batch, there are units in stock. Received five closed samples and one open and used sample with the needle detached from the thread. Tested the needle attachment of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Taking into account that no other customer complaints have been received concerning this issue for this code-batch, it is considered that this is an isolated unit, but the whole batch is correct. Final conclusion: complaint is not justified. Although the results of the closed samples received fulfill the OEM requirements. Note of this incidence is taken in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. A credit note for one box of product will be issued as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany thread detaches while suturing.